Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the device was used with an s-curve agilis sheath. There was no particular resistance and the physician was using it as usual. No other sheaths were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter with what appeared to be internal wire exposure. It was reported that when a pentaray nav high-density mapping eco catheter was inserted into the cardiac cavity, signal noise occurred at electrodes number 15 and 16. The issue was improved by replacing the pentaray nav high-density mapping eco catheter to another one. However, when they looked at the replacement pentaray nav high-density mapping eco catheter, there appeared to be wire exposed from an electrode. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection was following bwi procedures. The device was inspected, and electrodes #14, 15, and 16 were found lifted with foreign material. Foreign material was sent to fourier transform infrared spectroscopy for further analysis and it was concluded ir data reveals that foreign material showed the absorption peaks for polytetrafluoroethylene (ptfe)-based material. However, the source of origin cannot be determined. The root cause of the foreign material could be related to the damage observed however this cannot be conclusively determined. Additionally, a picture was provided by the customer to aid in the investigation process. According to pictures provided by the customer, foreign material was attached to an electrode of the pentaray catheter, it looks like a wire; however, at this time it is not possible to determine the source of the foreign material. Also, the electrode was observed partially squashed, at this time it cannot determine if the edge of the electrode is sharp. An apparent elongation of one the spline seems on the picture provided by the customer. The customer complaint was also confirmed based on the picture received a manufacturing record evaluation was performed and no internal action was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions in the instructions for use: this catheter is recommended for use with an 8f guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible and is recommended to collapse the spines together before insertion and avoid bending the spines. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). It was noticed the "agilis sheath s curve" was inadvertently omitted from section d10. Concomitant med products of the 3500a supplemental MDR (follow-up) #1.

Manufacturer narrative:
On 11-may-2023, an update was processed under the product investigation details which indicate that the root cause of the foreign material observed during the analysis could be related to the sheath used during the procedure that may have been damaged due to the lifted electrodes. The issue reported by the customer was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter with what appeared to be internal wire exposure. It was reported that when a pentaray nav high-density mapping eco catheter was inserted into the cardiac cavity, signal noise occurred at electrodes number 15 and 16. The issue was improved by replacing the pentaray nav high-density mapping eco catheter to another one. However, when they looked at the replacement pentaray nav high-density mapping eco catheter, there appeared to be wire exposed from an electrode. The procedure was completed without patient's consequence. Additional information received indicated an agilis sheath s curve was used during the procedure. The catheters were used on the patient without the insertion tool. There was no resistance felt when introducing or retracting the catheters from the sheath. The customer¿s reported issue of noise encountered with the first pentaray nav high-density mapping eco catheter is not considered to be MDR reportable since the risk to the patient is low. The event has been assessed as MDR reportable for the internal parts exposure reported with the second pentaray nav high-density mapping eco catheter.